Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned and retain samples were not available in inventory for evaluation. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported by the eyecare professional that a patient presented at the office and was diagnosed with a corneal ulcer in the right eye. The patient was treated with cycloplegic and zymaxid. The patient was scheduled for a follow-up exam visit on (B)(6) 2010. Additional information received on (B)(6) 2010, from the eyecare professional indicated, that the ulcer was located in the upper top of the cornea. No further information was provided. It is unknown if the tissue has resolved and if contact lens wear has resumed. Additional information has been requested but not yet received. Upon receipt of additional information, if there is any further relevant information, a follow-up report will be filed.